Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set-up for an unspecified procedure, prior to the patient being present, the flex deflectable videoscope exhibited a loss of image display during angulation of the device to the right. There was no report of patient or user harm as a result of the event.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: h3,h6, h11. This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause cannot be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.